Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device will not go into standby mode. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device was not showing any issues in service mode with average air standard liter per minute (slpm). The remote service engineer (rse) informed the customer that the manufacturer recommendation is to replace the flow sensor assembly and then replace the data acquisition (da) printed circuit board assembly (pcba) if the issue persists. The rse provided the customer with the part numbers for the flow sensor assembly and da pcba.